Manufacturer narrative:
Customer disposed of monitor.

Event description:
Monitor initially displayed abnormal flickering then came smell like something was burning and then viewed smoke coming from the monitor.